Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity as well as tones. This device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
Additional information noted that device (B)(4) was communicated incorrectly. The correct model/serial for the device is (B)(4) refer to (B)(4) already submitted.